Event description:
A stainless steel greenfield vena cava filter was inserted through a femoral approach. Upon deployment, the legs only partially opened. A non-bsc catheter was inserted and used to manipulate the legs to fully open. The filter was deployed; however, the result was thought to be suboptimal. There were no patient complications and the patient has since been released.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).